Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clip applier was fired three times without incident. It then began to spit clips. A new one was opened to complete the case. There was no consequence to the pt.